Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown within patient use near the elbow. Clear fluid is present on the patients arm and dressing. No apparent damage could be clearly seen on the catheter in the image provided. Since the provided image does not clearly demonstrate that the catheter caused or contributed to the reported leak, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported that when maintaining the catheter at oncology department , fluid leaks occurred during catheter flushing and locking, making it impossible for normal use of the product. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr0484 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the catheter at oncology department , fluid leaks occurred during catheter flushing and locking, making it impossible for normal use of the product. No other information was provided.